Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported complaint that the device unexpectedly turned off was confirmed based on the review of the logs and replicated during laboratory testing with the incident the pcu and syringe module. The report that the system shut down was not confirmed. Laboratory test results from the key press replication test reproduced the net_unit_disconnected malfunction observed during the review of the logs. The net_unit_disconnected was only replicated on the syringe module during laboratory testing. The inherent wiping action from when modules are attached and removed could remove debris from the iui contact points, establishing a good electrical connection. Results from the iui product analysis procedure determined the pump module were working as intended. Examination of the suspect pcu and syringe module male and female iui connectors, with the use of enhanced magnification identified the presence of contamination, corrosion, fibrous material and damage to isolation ribs. Based on the review of the pcu event log, on june 05, 2024, at 9:16 pm, pump module s/n (B)(6) was infusing drug ID 137 (precedex) with a patient weight of 17.4kg, a rate of 4.3ml/hr and a dose of 1mcg/kg/hr. A bd 1ml syringe was confirmed with a detected volume of 0.89ml. A guardrails drugs infusion programmed and started for drug ID 208 furosemide less than 50kg (lasix) with a drug amount of 10mg, a diluent volume of 1ml, a rate of 3.56ml/hr, a volume to be infused (vtbi) of 17.4ml. At 9:22 pm the system recorded a net_unit_disconnected and the devices lost communication with the pcu. There was a second net_unit_disconnected logged on june 05, 2024 at 10:27 pm, however the syringe module was infusing a medication that was not the reported infusion of lasix. A review of the pcu and syringe module error logs showed no records associated to the reported incident. Bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices. Bd alaris¿ system cleaning audit. Bd alaris¿ system cleaning checklist. Bd alaris¿ system iui inspection quick reference. Bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020. An internal investigation was also opened to address failures resulting from fluid ingress, the findings concluded that cleaning solution ingress and/or accumulation of cleaning solution can cause component failures. As a result, the cleaning requirements were updated to align with international electrotechnical commission (iec) 60601.1 11.6.6 standards. The alaris system directions for use manual recommends that during the cleaning process to not allow the cleaner to collect on the instrument and to not use an oversaturated cloth. Be sure to squeeze out excess liquid. Per the best practices for cleaning tip sheet, inspect the iui connectors on each bd alaris pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs, or cracks. Clean both iuis with the dedicated iui cleaning brush. To avoid accidental fluid deposits on the connectors, do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% isopropyl alcohol (ipa) to contact the iui connectors. The alaris system user manual (v9.33) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the pump unexpectedly turned off is being attributed to a communication issue (net_unit_disconnected) between the pcu and syringe module. The probable cause of the net_unit_disconnected malfunction recorded is being attributed to a communication interruption between the pcu and the syringe module caused by contamination, corrosion, and damaged isolation ribs on each of the device¿s male and female inter-unit-interface (iui) connectors. Note that imdrf annex a0401, a1801, c07, c0601, d15, g02017, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that (B)(6) 2024 the pump unexpectedly turned off and shut down. At the time of shutdown, precedex and lasix was infusing concurrently on two modules. There was patient involvement but no harm.

Manufacturer narrative:
Omit : concomitant med prod data (8110), b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that 05jun2024 the pump unexpectedly turned off and shut down. At the time of shutdown, precedex and lasix was infusing concurrently on two modules. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that (B)(6) 2024 the pump unexpectedly turned off and shut down. At the time of shutdown, precedex and lasix was infusing concurrently on two modules. There was patient involvement but no harm.